Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had gone through the scanner at the airport and it killed the batteries. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient's therapy was working fine until she went through the airport security on the day of the report. The patient did not turn the implantable neurostimulator (ins) off before she went through the security checkpoint. As a result, there was a return of target symptoms. During troubleshooting, it was indicated that the stimulation was off. The patient tried to sync the ins using the programmer but had difficulty, noting that the programmer screen was toggling between the sync screen and the splash screen. It was confirmed that the patient was using heavy duty batteries for the programmer, which was reviewed that normal alkaline batteries work best. The patient did not have replacement batteries but kept trying to sync and it eventually did. It was confirmed that the patient was on p2 at 1.3v but the stimulation was off. The patient was able to turn stimulation back on to resume therapy and would change the programmer batteries with normal alkaline batteries. There were no further complications or anticipations reported with this event.